Event description:
A pt reported experiencing inaccurate erratic results with an ot basic meter. The pt's blood glucose results were 59mg/dl, 112mg/dl. Tests were done less than 10 mins apart with a difference of 47mg/dl. Pt did not experience any adverse event. No further info has been reported.